Event description:
Complainant alleged that during a routine shift check of the device by a medic, the unit intermittently did not power up. The complainant indicated that there was no patient involvement in the reported malfunction.